Event description:
Patient complained that the cassettes have a lot of creases and wrinkles in them thus making it very difficult to remove the air bubbles. Patient stated are the worst cassettes they've received in 3 years. Also, indicated that the internal bag size varies, is not uniform. Also indicated that sometimes it's difficult to push the solution into the bag.